Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's display was blank immediately following water exposure. Blood glucose level at the time of the incident was 108 mg/dl. During troubleshooting, the customer was unable to get the display to return. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. Pump passed the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected and moisture damage was found on the electronic assembly, motor, force sensor during visual inspection. The insulin pump was received with scratched case, serial number label faded, pillowing keypad overlay, and minor scratched lcd window.